Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low, out of range shock impedances (9 ohms) at implant when connected to another manufacturer's right ventricular (rv) lead. Vector testing was performed and low shock impedance measurements were obtained when programmed coil to coil. The rv coil to can configuration was tested and an acceptable shock impedance was obtained (60 ohms). The procedure was completed and the products were left in service. No adverse patient effects were reported.